Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of death, ischemia, and myocardial infarction are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with free perforation in the left anterior descending (lad) coronary artery. A 2.8x16 rx graftmaster covered stent was implanted and the perforation was sealed. While it was reported that the graftmaster did not cause or contribute to complications or adverse events, the patient expired; the patient had severe heart failure due to non-st elevated myocardial infarction (nstemi) with diffuse global ischemia. Cardiac tamponade complicated the outcome. No additional information was provided.